Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2019 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the threads. There was evidence of moisture corrosion observed in the battery canister. A leak test was performed revealing a battery compartment leak. The battery cap was not returned. The pump powered on with a hard cs006 call service alarm for electronically erasable programmable read-only memory (eeprom) failure that would not clear. Further testing was not able to be performed to adequately test for the power issue due to the unrelated eeprom failure. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reported alleged the pump had no power, the battery compartment was cracked with moisture in the battery compartment. The reporter denied damage to the battery cap and stated the battery cap had not be replaced on this pump in the last 13 months. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.